Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found thee stimulation ins battery was at normal end of life, telemetry and output was okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that eos was reported, and it was alleged to be premature. Battery voltage was at 2.59v and the eos was seen on aug 19th. The patient had been without stimulation since today¿s ins replacement. The caller reported pre-op and post-op impedances on 1 and 2 were 52 ohms. The patient programmer was to 1- 2+. There were no symptoms reported. It was reported by the nurse that the patient was defibrillated prior to aug 19th but didn¿t know the exact date. The short circuit was not noted on aug 19th as it was indicated they couldn¿t do anything after getting the eos message, so no impedance measurements were performed. Patient needs to be programmed to another electrode combination. Managing doctor was consulted and the rep was instructed to program the patient post-op using 0+ and 1- / 90 pw and 135hz and due to gpi watch for any vision problems and attempted to increase to 3.6v. (B)(6) indicated the patient lived in nursing home and to notify them of any issues during programming. It was noted that the rep was notified shortly after aug 19th but thought there was a possible tablet issue or something that wasn¿t understood with the tablet showing eos but had battery voltage of 2.62v. Additional information was received that the caller thought the patient had been defibrillated, but it was later said that the patient didn¿t get defibrillated.